Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), mps (B)(6) reported joint angle error and failed homing on m3. Case type: tha. Update: surgical delay: > 30 minutes.

Manufacturer narrative:
Reported event: mps ashley newton reported joint angle error and failed homing on m3. Device evaluation and results: per (B)(4): replaced j3 motor. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review a review of device history records shows that on 03/01/17 1 device was inspected and 1 device was placed on: qt 17-02-0057, qt 17-02-0051, qt 17-02-0060. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 207569 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Case number: (B)(4), mps ashley newton reported joint angle error and failed homing on m3. Case type: tha. Update: surgical delay: > 30 minutes.